Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned to the manufacturer, analyzed and the distal conductor was fractured. It was noted that the distal conductor was stretched, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was an apparent lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.